Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post implant of the cardiac resynchronization therapy defibrillator (crt-d), an infection occurred. The crtd system was explanted, temporary pacing was utilized and a leadless pacemaker was implanted. No further patient complications have been reported as a result of this event.